Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during cardiac resynchronization therapy (crt) upgrade from single chamber implantable cardioverter defibrillator (ICD), the doctor reported difficulty engaging set screw of the df4 lead. Multiple screw drivers were tried. This difficulty was noted on both the explanted single chamber ICD set screw, which is a df4 connector, and also on the df4 set screw of the crt ICD. The doctor reported no such difficulty engaging the set screws of the is1 connections of the new device. The crt ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.